Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain device implant date.

Event description:
Related manufacturer reference number: 3006705815-2020-02217. It was reported that the patient lost therapy. Diagnostics revealed both low and high impedances on the lead. Per the x-ray result, it was determined that the lead might not have been completely inside the ipg header. In turn, surgical intervention took place on (B)(6) 2020, during the surgery it was noted that the lead was no longer properly inserted. As such, the lead was reconnected to the ipg header resolving the issue. Reportedly, therapy was resumed.